Event description:
No change to previously reported event.

Manufacturer narrative:
Event: event happened during the surgery. When the surgeon tried to insert the set screw, it was stuck and couldn't move. He removed and tried to insert again but he couldn't. Backup screw was not used to fix the lag screw either. No relevant medical data has been received. No further due diligence required as all required information to support the conclusion is available/was already requested. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Visual examination: the device shows that the thread of the screw is polished and deformed. This can be caused by trying to insert the set screw into the znn nail. It is possible that the screw was not correctly placed into the znn nail. Review of surgical technique: a set screw (included in the lag screw package or packaged separately) must be used to prevent the lag screw from rotating post-operatively. Insert the tip of the fully flexible set screw inserter or 3.5 mm hex screwdriver into the 3.5 mm hex end of the set screw. The set screw is then passed through the connecting bolt into the proximal portion of the nail. Note: do not drive the set screw into the nail under power, as damage to the set screw or the nail could result. The products are intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The lot number of the device was received. The device history records will be reviewed during investigation a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that when the surgeon tried to insert the set screw, it was stuck and couldn't move. The surgeon removed and tried to insert again but he couldn't.